Event description:
It was reported that a few days after implant the right ventricular (rv) lead became dislodged. The physician elected to re-position the rv lead. The lead revision was successful, thus it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)